Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0lg0n, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received later indicated that patient implantable neurostimulator (ins) needed to be replaced because "something may be wrong" with ins and/or the way it was currently implanted. It was noted that the health care provider (hcp) was not planning on replacing ins for another 5-6 months.

Event description:
It was reported that a patient was urinating a lot for the past 2 to 3 days, like she did not have the implant. She felt stimulation but it wasn¿t like it was when she first felt stimulation. Three days prior to the report, the patient went to the emergency room (ER) clinic for diarrhea and an ER healthcare professional (hcp) told her if the diarrhea continued it could be that something was wrong. The patient noticed in the past couple of days that the implantable neurostimulator (ins) moved around in her back. The ER hcp told her that it was normal for the ins to be moving around. The patient had lost weight and wasn¿t sure if that had anything to do with the device. The patient¿s symptoms were bad the day of the report. The device was on program 2 at 1.7 volts and the patient usually adjusted the setting quite often and it helped, but it wasn¿t helping now. The patient had no falls or trauma. She reported that she was diabetic and wasn¿t sure if the symptoms had anything to do with being diabetic. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.